Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of the attachment not locking the cutter tool was confirmed. The likely cause of the failure was due to the distal bearing being detached. However, it was also noted that the tube bearings, input and output shaft bearings, non-flanged bearings were worn and the input and output shaft was corroded and worn. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment does not lock the cutter tool prior to its use. At the time of the report, there was no patient impact.